Manufacturer narrative:
Engineering testing and analysis was conducted. The returned tego connector was air leak tested per the applicable product specifications. The results recorded leakage originating from the tears at the seal slit. Although not always repeatable, previous investigations of these types of tego component damages/leakage issues have been replicated. Those investigations identified various usage/technique including; off center insertions and or off-center access with a long male luer slip type connectors(s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard 594/2. A review of the mfg. Lot build database for the reported lots# 2674764 (mfg. Date 04/2013) shows (B)(4) units and 2766960 (mfg. Date 04/2013) shows (B)(4) units and 2766960 (mfg. Date 11/2013) shows (B)(4) units were no exception documents generated during the lot builds. Findings: engineering testing and analysis of the one returned d1000 tego connector replicated leakage condition. The root cause of the leakage was attributable to component damage that most likely occurred as a result of incorrect usage/techniques. This report and the associated information have been provided to the distributor and reporting facility for their review and records along with a recommendation that the product representatives conduct training and in-servicing of the involved facility staff.

Event description:
Intl. (B)(6) complaint received reporting intermittent ( (B)(6) 2014) flushing/leakage issues with use of dialysis set-ups and d1000 tego connectors. The distributor is reporting (as translated) multiple incidents where" .. Blood leakage via silicon valve after clamp was opened on the catheter extensions ... Impossible to flush with saline or to sack saline/with a syringe/blood line or between haemodialysis treatments.). Device return: one (1) used d1000 tego connector & one pkgd. Hsw 5 ml norm-ject syringe were returned. No add't. Mating devices involved in the dialysis set-ups were returned. Visual inspection (pre and post decontamination) was performed. The results recorded various component damages including corner tears along the edge of the slit. Dimensional analysis of the returned five ml syringe recorded the male luer slip met iso specification and was compatible with the tego connectors.